Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device was inspected, and inspection found images did not come out. Additionally, inspection found the camera cable was damaged and there was no adapter. Based on the results of the investigation, the cause of this issue could not be determined. Device history record (DHR) review: a DHR was reviewed, and no issues were found that could have caused or contributed to the reported issue. The following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. "If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation." The following statement is included in the "warning" section in the instruction manual "storage": "when wiping the outer surface of the camera cable, do not wipe the cable.when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break." This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use, prior to sedation, and the intended procedure was therapeutic (resectoscope). There were no reports of patient harm.